Event description:
It was reported that patient presented with lumbar stenosis, lumbar disk herniation, low back pain, lumbar radiculopathy, and post laminectomy syndrome. Patient underwent a two stage procedure for anterior posterior fusion. The patient first underwent a procedure for alif l4-5, l5-s1 with implant of peek novel cages l4-5, l5-s1, synthes anterior titanium plate, rhbmp-2/acs. One week later the patient underwent a procedure for laminectomy at l2, l3, l4, l5 and bilateral posterior fusion l3-4, l4-5, l5-s1 with segmental pedicle screw instrumentation. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.